Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring data found two high out of range pacing impedance measurements for the pacemaker and another manufacturer's right ventricular (rv) lead. The impedances were greater than 2000 ohms and triggered the lead safety switch (lss). Boston scientific technical services (ts) was consulted and reviewed the data from the remote home monitoring site. Ts noted they did not see any evidence of oversensing of the minute ventilation signal, however the physician opted to program the minute ventilation signal off in the pacemaker. At this time it is unknown what is causing the intermittent high impedance measurements. The pacemaker and rv lead remain in service and no adverse patient effects were reported.